Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer in (B)(6) of ulcer on the back of legs, nurses were not trained how to do the dialysis, peritonitis and symptoms of stroke in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. On an unreported date, the patient began dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies intraperitoneally (ip) for peritoneal dialysis (pd). It was not reported whether the dianeal therapies were ongoing. During the call with the baxter customer service, the following information was provided. On (B)(6) 2012, the patient was admitted to the hospital with ulcer the back of his leg. On (B)(6) 2012, the patient experienced peritonitis and the cause of peritonitis was mentioned as the nurses were not trained how to do the dialysis. On (B)(6) 2012, the patient was discharged. On (B)(6) 2012, the patient was readmitted to the hospital. On an unreported date in (B)(6) 2012, the patient experienced symptoms of stroke while in the hospital. The patient was discharged from the hospital on (B)(6) 2012.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot numbers (h11i16509 and h11h15032) with no defects noted. This complaint for a report of use error - breach in aseptic technique is confirmed because, it was reported the cause of the peritonitis was due to the nurses not being trained on how to perform dialysis. There was no information provided as to what exactly the nurses did in terms of breaking aseptic technique. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.